Event description:
It was reported that a malfunction alarm occurred prior to any notable events. The customer's blood glucose level was 275mg/dl, which was within a manageable range. Technical support assisted the customer with resetting the pump and provided pump reset information. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.